Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the ion selective electrode (ise) sipper nozzle tubing keeps popping off while in operation on the cobas 6000 c (501) module - c501. The customer also stated that they received questionable results for two patient samples tested for ise tests. Results for the two samples had to be corrected. The customer noted that they received ise noise errors, but the errors did not occur on the samples in question. The customer provided data for one patient sample that had an erroneous result reported outside of the laboratory for ise indirect k for gen.2 (potassium). The sample initially resulted as 4.2 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting as 2.7 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The potassium electrode lot number and expiration date were asked for, but not provided. The customer put on new sipper nozzle tubing. The field service engineer determined that the ise sipper tubing was worn. The ise sipper tubing and sipper probe were replaced. As a preventive measure, he replaced the ise pinch tubing. He primed and conditioned the ise sipper flow path. He checked sipper probe adjustments and ran an ise check ten times. He verified that the ise sipper tubing was firmly attached to the sipper probe. The customer ran ise calibration and controls; all recovered within their guidelines. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.